Event description:
It was reported that the patient presented on (B)(6) 2012, with unstable angina and was hospitalized. On (B)(6) 2012, percutaneous transluminal intervention (pci) was performed to the moderately tortuous, de novo 99% stenosed proximal and distal left anterior descending (lad) artery and the diagonal. After predilatation, the 2.5 x 38 mm xience prime stent was implanted at 12 atmosphere (atm) for 20 seconds. Then a 2.75 x 28 mm xience prime stent was implanted in the proximal lesion at 12 atm for 20 seconds. The overlapped section was dilated with the stent delivery system balloon at 12 atm. Post inflation, thrombus was noted at the distal area of the implanted stent at the lad. Additionally, thrombus was confirmed at the circumflex artery and the patient went into shock. An intraaortic balloon pump (iabp) was placed and the physician concluded that the patient had heparin induced thrombocytopenia; the patients heparin was changed to argatroban. Multiple thrombus aspirations were performed; however, the thrombus could not be removed. The patient expired; the cause of death was noted as heparin induced thrombocytopenia and was unrelated to the xience prime stents. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, ultimate bros, guide catheter: launcher ebu 3.5sh, stent: xience prime ll, other: heparin, argatroban. There was no reported product deficiency. The reported patient effects of death, thrombosis, and shock as listed in the instructions for use, are known adverse patient events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The xience prime ll, referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4)